Manufacturer narrative:
This device has not been returned.

Manufacturer narrative:
Upon visual inspection, the locator abutment was fractured at or slightly above the first thread. The locator abutment has obvious signs of use. The component was returned to the manufacturer zest for investigation. Zest quality department evaluated the component and found fracture of the screw threads, damaged broach, debris and residue visible on the inner diameter of the locator abutment. The remainder of the threaded portion was found to be in specification with no material defect noted. A definitive root cause has not been determined.

Event description:
The dentist reported the locator abutment screw fractured post restoration.

Manufacturer narrative:
This complaint is confirmed by an x-ray from the dentist. The review of the device history record and complaint history did not provide any information to suggest a nonconformance with the components that would have contributed to the reported event. The cause for this fracture cannot be determined.